Event description:
The customer reported that an infusion of insulin 100 units/100 ml was started at 1947 at 4units/4ml/hr with a vtbi of 100 ml. The pump alarmed for air in line at 2005 and the bag was found empty. The tubing was installed correctly into the pump, and programmed accurately with other nurses to verify. The patient was alert and oriented x 3 with a glucose of 182 and no dizziness; mds were notified. An infusion of d10 was administered, multiple blood glucose checks were done and 4 amps of d50 were administered throughout the night. There was no report of lasting harm to the patient.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was alarming and upon entering the room the bag of insulin was empty. It began at 1947 and was empty at 2005. The tubing was entered appropriately in the pump. There was no report of patient harm at this time.

Event description:
The customer reported that an infusion of insulin 100 units/100 ml was started at 1947 at 4units/4ml/hr with a vtbi of 100 ml. The pump alarmed for air in line at 2005 and the bag was found empty. The tubing was installed correctly into the pump, and programmed accurately with other nurses to verify. The patient was alert and oriented x 3 with a glucose of 182 and no dizziness; mds were notified. An infusion of d10 was administered, multiple blood glucose checks were done and 4 amps of d50 were administered throughout the night. There was no report of lasting harm to the patient.

Manufacturer narrative:
The customer¿s report of an overinfusion of insulin was not confirmed. Analysis of the pcu event log shows a remote IV request was received for the pump module to infuse insulin 100unit/100ml at a rate of 4ml/hr with a vtbi of 100 ml at 7:47 pm on (B)(6) 2018 and the infusion ran until 8:03 pm when the device alarmed for air in line. After channeling the device off, the user restored and started the previous infusion at 4ml/hr. At 8:09 pm, the user channeled the device off again and removed it from the system. The volume recorded as being infused during this period was 1.05ml. The root cause of the reported overinfusion was not identified. The device was not returned for investigation.